Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d4, h6.

Event description:
Hcp additionally reported, a bleb revision surgery was performed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Additional information provided symptom resolved.

Event description:
Healthcare professional reported clinical patient implanted with xen 45 gts in right eye. On post-operative day 48, hcp reported "xen is curved and caught in scar tissue." Device remains implanted. Event remains ongoing.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a known potential adverse event addressed in the product labeling.